Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was off and not turn on. Customer stated that there was crack at battery. The customer stated that the reservoir lip ring was not damaged. Customer was wearing the insulin pump and they was in the tub. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
P-cap / reservoir locks properly into place. Device received with blank display due to corroded electronic assemblies and corroded battery tube. Unable to verify unexpected battery power loss, perform displacement test, self test, and current measurements due to display anomaly. Device received with cracked case (battery tube).